Manufacturer narrative:
Continued: e.1. State: on zip code: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, rupture and free floating gel. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h.6. Visual analysis of the photographs identified: ¿ no complaint against the device: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional later reported confirmed that these events only affected the contralateral side and there's no complaint against the left device. Device was explanted and replaced. This record is no longer reportable to the FDA and will be unreported.